Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 8 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned device consisted of a coyote balloon catheter. The balloon was loosely folded with contrast in the balloon and shaft. Analysis of the tip, balloon, inner/outer shaft, and hypotube included microscopic and visual inspection. Inspection of the device found no damage or defect. A syringe (filled with water) was attached to the hub of the balloon catheter, and positive pressure was applied. The balloon was inflated to rated burst pressure. The device held pressure and did not leak for 5 minutes.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 2.5mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 8 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications nor injuries reported.